Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed an error message "system error, out of service, revert to manual CPR". No patient was involved.